Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patients implantable pulse generator (ipg) will not hold a charge. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return due to facility policy.